Event description:
Additional information received indicated that the surgical intervention was undertaken on (B)(6) 2020 wherein the ipg pocket site was revised. This addressed the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg is protruding out of skin causing discomfort. Reportedly, the patient has gained approximately 50 lb. Of body weight and the issue begin after that. Surgical intervention may be pending to address the issue.